Event description:
The account stated a depressed architect vancomycin result of 21.49 ug/ml was generated on a patient sample. The physician was expecting a result of >25 ug/ml and the patient received another dose of vancomycin. The sample was repeated the following day with a architect vancomycin result of 28.89 ug/ml as expected. The account stated the patient showed signs of intoxication from multiple medications at the same time. No further patient information was provided.

Manufacturer narrative:
(B)(4): therapeutic response, increased. Evaluation in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
A review of adverse and non-statistical trends did not identify any related to the issue under investigation. Additionally, the lot search did not identify an increase in complaint activity for likely cause lot 01311g000. Accuracy protocol testing was performed using in-house retained kits of reagent lot 01311g000 and evaluated all three levels of the abbott immunoassay - mcc (liquid) controls. All replicates were within specifications. Based on the results of this investigation, architect I vancomycin reagent lot 01311g000 is performing as intended and no additional product issues were identified. No product deficiency was identified.